Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The deployment needle was in the t1 pre-deployment position. The anchors and suture returned detached from the device. T2 is bent and it appears from being pulled out of the meniscus. A functional evaluation revealed the device functioned as intended. A review of the customer provided image confirms the devices batch number and product number. The suture and anchors have been detached from the device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the fast-fix 360 curved ndl delivery sys t1 and t2 deployed at the same time. T1 and t2 were both removed from inside the patient and the procedure was completed with a backup device with no patient injury. A delay equal to or less than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the fast-fix t1 and t2 deployed at the same time. It is unknown if the device was inside the patient at the time of the event or if there was a delay in the procedure. The procedure was completed with a backup device with no patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.